Event description:
The catheter was indwelling about two weeks when the nurse discovered the PICC line broken when the patient had returned from the or. The PICC was removed with forceps; no harm came to the patient.

Manufacturer narrative:
A prepaid mailing label and container were sent to the customer in 2008. Additional information has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 02 june 2008.